Manufacturer narrative:
On september 26, 2024, mentor received additional information regarding the event. It was reported that the device date of implantation was in 1998; the exact date is unknown. Section d6b. Has been updated to reflect this additional information. It was also reported that the symptoms first began in 2010. Section b3 has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent a breast augmentation revision with tow unspecified smooth gel breast prostheses and experienced a local reaction and rupture on the right side post-operatively. The patient mentioned that when the right arm is raised, it feels a pull, lumpy, and swelling. The patient also reported that the breast prostheses were high. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On july 03, 2025, mentor received additional information regarding the event. It was reported that the device date of implantation was between 1994-1997; the exact date is unknown. Section d6b. Has been updated to reflect (B)(6) 1997 as best estimate. The patient has been having severe issues and wants them to have them replaced as soon as possible. Manufacturer¿s reference number: (B)(4).